Manufacturer narrative:
An event regarding a screw passing completely through a shell involving a trident ii screw was reported. Medical review confirmed that the screw was malpositioned. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: malposition of a bone screw as used for supplemental screw fixation was caused by applying the screw in a rather oblique direction relative to the optimum. This caused the screw to cut through the sharp edge of the screw hole due to a local overload condition by point contact and thus become located behind the cup shell. It has lost the functionality but harm is not be expected, neither in short nor in long term due to its stable condition in the bone and the high biocompatibility of the materials involved. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: malposition of a bone screw as used for supplemental screw fixation was caused by applying the screw in a rather oblique direction relative to the optimum in a cup shell with malposition due to excessive anteversion with low inclination. This caused the screw head to cut through the sharp edge of the screw hole due to a local overload condition by point contact and thus become located behind the cup shell. It has lost the functionality but harm is not be expected, neither in short nor in long term due to its stable condition in the bone and the high biocompatibility of the materials involved. No further investigation for this event is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon notified rep that x-rays 1 week post op show a screw passed completely through the acetabular shell in the patient's right hip. It is not known at the time of report if the screw was implanted that way. The surgeon has not reported a plan to revise the patient at the time of report. Update 20 may, 2019: medical review confirmed the event and confirmed malposition of the screw as a root cause of the event.

Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon notified rep that x-rays 1 week post op show a screw passed completely through the acetabular shell in the patient's right hip. It is not known at the time of report if the screw was implanted that way. The surgeon has not reported a plan to revise the patient at the time of report. Update 20 may, 2019: medical review confirmed the event and confirmed malposition of the screw as a root cause of the event.